Event description:
It was reported that the basket on the percutaneous thrombolytic device separated from the cable near the end of the procedure. A snare device was utilized to retrieve the basket. There were no pt complications.